Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. It was also noted that the lead safety switch of the pacemaker system was triggered due to right atrial (ra) pace impedance of 2,805 ohms. The pacemaker and ra lead (model and serial number unknown) remain implanted and in service at this time. No adverse patient effects were reported. Additional information is being requested, but was unavailable at the time of this report.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. It was also noted that the lead safety switch of the pacemaker system was triggered due to right atrial (ra) pace impedance of 2,805 ohms. The pacemaker and ra lead (model and serial number unknown) remain implanted and in service at this time. No adverse patient effects were reported. Additional information is being requested, but was unavailable at the time of this report. It was additionally reported that the device was explanted and replaced. It is not expected to be returned to boston scientific for analysis as it was disposed of by the facility.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.